Manufacturer narrative:
The event of "nodule of fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "nodule of fluid".

Event description:
Patient reported "discovered a nodule of fluid on the left breast." Device remains implanted.